Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use pump for insulin therapy. Customer declined further assistance from tandem technical support regarding the battery issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.